Manufacturer narrative:
(B)(4). Additional information received: device was operated by fellow who is experienced and did mention that it took quite some force to fire the device. Can you please clarify what was meant by destroyed oesophagus tissue? Destroyed may be too strong a word. Patient was initially in emergency care as patient presented with upper gi bleeding on the sunday, and went in for reconstruction on the monday. As patient was already in quite a condition, there was further concern when the device fired and resulted in incomplete donuts and less than 50% of staples constructed which meant that the oesophagus needed to be hand-sewn anastomosis. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [Unable to ask] surgeon mentioned that the oesophagus was not abnormally thick. Did the healthcare professional wait 15 seconds after closing the device and then re-tighten prior to firing? [Unable to ask] were the donuts inspected? If so, please describe. Incomplete donuts. Was a complete transection of the cutting washer visually confirmed? Washer was not inspected. Were there any staple formation issues identified? Less than 50% of staples were constructed. How long was the procedure prolonged (minutes)? Longer operation due to hand-sewn anastomosis. [Surgeon did not specify in minutes] was there any patient consequence as a result of the procedure being prolonged? [Unable to ask] was there any patient consequence or change in the post-operative care of the patient as a result of the event? No long standing effect, besides the patient obviously still has cancer. What is the current status of the patient? Patient is ok.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59h8x. Device evaluation summary: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the staple retainer was received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by destroyed oesophagus tissue? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during an esophagogastrectomy procedure, the stapler did not fire and destroyed oesophagus tissue. Per surgeon brief conversation: stapler was hard to fire, took significant force to get the "crunch". When fired anastomosis hadn't formed and had to suture anastomosis. Surgery was delayed, but the procedure was successfully completed.